Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the stent dislodged when it was removed from the package. During preparation, the doctor noted that the stent was not on the balloon. The 3.50x12mm veriflex stent came off of the delivery system. The stent was found in the device packaging. The procedure was completed using another of the same device. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte (mr) stent delivery system (sds) with no original packaging or other devices. The stent was not present on the balloon of the sds but was received separated/detached with a slight bend in the middle of the stent and slight deployment on one end of the stent. The presence of contrast media in the balloon and distal shaft is indicative of handling beyond simply unpackaging. Microscopic inspection confirmed the presence of stent strut impressions on the tightly folded balloon, confirming that the stent was appropriately positioned and crimped during manufacturing. The sds was visually, tactilely and microscopically examined along the entire length of the shaft and no defects or anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B) (4)

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the stent disloged when it was removed from the package. During preparation the doctor noted that the stent was not on the balloon. The 3.50x12mm veriflex stent came off of the delivery system. The stent was found in the device packaging. The procedure was completed using another of the same device. There were no patient complications.

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the stent dislodged when it was removed from the package. During preparation the doctor noted that the stent was not on the balloon. The 3.50x12mm veriflex stent came off of the delivery system. The stent was found in the device packaging. The procedure was completed using another of the same device. There were no patient complications.